Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: black box shows dates from (B)(6) 2015. Black box data from date of pi bas been overwritten. Unable to confirm or duplicate complaint during investigation. Pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery compartment crack observed below grip pad. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. There was no evidence of moisture or loose components inside pump.